Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 03mar2019. A gas delivery system (gds) manifold assembly was returned to philips for analysis. A visual inspection of the returned component was performed and found that the data acquisition (da) board and the o2 valve solenoid were missing. There was no signs of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this re port: 15jan2019. The customer troubleshot with philips technical support. The customer replaced the flow sensor to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator failed the flow test in performance verification testing (pvt). There was no patient involvement. The event date was not specified; estimate used.